Event description:
Siemens was notified on (B)(4) 2013 that the customer document (B)(4) physics primer does not have a quality assurance/ calibration procedure to adjust d1_co sofpot for flat and flattening filter beams (multi-x option). In treatment techniques such as imrt d1_co adjustment is critical to ensure that the relationship between monitor units and dose is kept when low mu (<10mu) segments are used. Without such a procedure, pt mistreatment during imrt treatments may occur due to lack of d1_co calibration. There is no report of mistreatment or injury to a pt.

Manufacturer narrative:
Siemens is aware of the following systems that would be affected: primus; oncor; artiste. Siemens' investigation into the reported issue is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation.